Event description:
It was reported that sensing issues were seen after this lead was placed in the right atrial channel after the lead was used for backup pacing during inserting of the left bungle area lead. After moving he lead o the right atrial position sensing values varied. The physician removed the lead to complete the implant with a new lead. It was noted that there appeared to be a kin in the insulation of this lead. Should the lead be returned analysis will be performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix was retracted and dried fluid was noted in the helix housing. Visual inspection noted cuts in the insulation approximately 75 and 205 mm from the terminal end likely due to explant damage. The lead coils were deformed approximately 205 mm from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis noted the damaged/defective allegation was confirmed by returned product analysis based on visual observation of cuts in the insulation at approximately 175 and 205 mm from the terminal end, which was likely induced during explant, while the device sensing issue allegation was not confirmed based on normal lead resistance measurements.

Manufacturer narrative:
This report is being filed to correct the describe event or problem field.

Event description:
It was reported that this lead was used for backup pacing in the right atrium (ra) during insertion of another lead into the left bundle area. This ra lead exhibited sensing issues. The lead was repositioned in the ra and sensing values varied. As such, this lead was removed, replaced, and returned for analysis. It was reported there appeared to be a kink in the insulation of the lead. No adverse patient effects were reported.

Event description:
It was reported that sensing issues were seen after this lead was placed in the right atrial channel after the lead was used for backup pacing during inserting of the left bungle area lead. After moving he lead o the right atrial position sensing values varied. The physician removed the lead to complete the implant with a new lead. It was noted that there appeared to be a kin in the insulation of this lead. Should the lead be returned analysis will be performed. No adverse patient effects were reported.